Manufacturer narrative:
We are currently performing the investigation on the device. A follow-up report shall be submitted once the evaluation is completed. The other report related to this event is: 1219977-2014-00152.

Event description:
Report received that bi lateral iliac kissing stent were placed in the patient. Left side iliac balloon would not enter back into the sheath. Physician attempted to manually collapse balloon with syringe but still did not enter sheath. Balloon was then moved up into the aorta and burst. The sheath and the balloon were removed as one unit.